Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that burning/blistering around implant site. Provider is working with patient to on healing site. Information was received. Patient had wound discoloration. It was reported that it was most likely caused from injecting lidocaine with epinephrine into generator pocket post surgery. Hcp reported that the cause of burning/blistering was possibly the use of lidocaine with epinephrine placed in the pocket. It was healing on its own - placed on antibiotics prophylactically. It was slowly healing. No new information